Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07061. It was reported that the burr became stuck on the rotawire. The target lesion was located in the left anterior tibial artery. A 1.75mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During the procedure, the physician advanced the rotaburr in the non bsc sheath; however, the burr would not advance within the sheath. In attempts to remove the burr it was observed that the burr was stuck to the rotawire. The burr and the rotawire were removed together as one unit. The physician decided to just finish case with a balloon catheter. No patient complications were reported and the patient's status was fine.